Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced intermittent high blood glucose (bg) levels (300-380 mg/dl). A bolus of insulin and insulin injections were used to address the bg level. The customer did not know what caused the high bg levels. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the event.